Manufacturer narrative:
A medtronic representative went to site to test the equipment. Representative reported that a monitor was replaced. A system checkout was performed after replacing the monitor. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. The suspect monitor has been received by manufacturer for evaluation. The received monitor was found to be fully functional. With no problem found. When tested the monitor displayed a good image. The reported issue could not be duplicated.

Event description:
A medtronic representative reported that while outside of a procedure the display of the navigation system intermittently blinks to black screen and displays video normally. The reported issue was when loading scans prior to case. There was no patient present at the time of the issue.